Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be identified.

Event description:
Olympus was informed that no image was observed on the monitor. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and legal manufacturer¿s investigation. The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation determined no sdi signals were generated due to a faulty qb board. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the possible causes of the reported problem as follows: 1.) A discharge of static electricity upon connection of the sdi cable to the sdi 1 in port, resulting in damage to electronic components or 2.) An accidental failure of the sdi element.